Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with original packaging. The snares are in the reel. The black function switch has been set to activate the suture lock. Bio debris is present. There is no visible defect. A functional evaluation could not be performed since the snares have been run and the activation knob is fully turned and will not rotate any further. An analysis of the customer provided image found an opus speedscrew implant inside a bag, there is bio debris all over the device. No sutures nor anchors can be clearly seen. These findings are related to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include: (1) excessive force, (2) over tensioning the suture, (3) incorrect activation knob position. No containment or corrective actions are recommended at this time. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an mpfl reconstruction on the medial femoral condyle, a speedscrew was used to tension ultratapes from a healicoil in the patella. Standard bone preparation was performed (2.4 passing pin, 4.5 cannulated drill, and speedscrew tap). While feeding the tapes into the anchor by rotating the knob, something snapped within the opus implant inserter, disabling the ability to tension the tapes. The opus implant anchor was removed and replaced with a backup device in a new pilot hole. The procedure was resumed after a non-significant surgical delay, and no further complications were reported, patient is fine.